Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided event details and imaging were reviewed by an clinical r&d staff engineer. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened while establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and closed on the tricuspid valve. However, while performing the final arm angle test, while turning the arm positioner from closed to neutral, it was not opening further with the extra turn to open. The clip was observed to have opened more than 5 degrees. It was noted that the clip was stable on the leaflets and was therefore deployed on the leaflets. No additional clips was implanted, and the tr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.